Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee replacement - (B)(6) 2018. The "red" block capture on the posterior saw capture size 6-8 was broken, so could not be connected to the size 6 4 in 1 cutting block correctly. The instrument was held in place with a finger to complete the necessary cuts. This breakage did not happen during this case, the loan set instrument was sent into the hospital already broken. No ae to patient. No delay to procedure. Female patient (B)(6).

Manufacturer narrative:
This device was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.